Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained bupivacaine with a concentration of 27 mg/ml at a dose of 1.926 mg/day and an unknown brand of morphine with a concentration of 0.7 mg/ml at a dose of 0.04993 mg/day. It was reported the patient¿s pump kept resetting to safe mode. The hcp stated they would like to turn the pump off because of the battery recall. The hcp was driving and did not have access to the log info; they believed this started june or july. The hcp also stated the patient needed an aneurysm repair, unrelated to the pump, so they were going to wait until that had taken place and then replace the pump. No patient symptoms were reported. The hcp called back to get the pump off password.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.